Event description:
The customer reported that the subject device was leaking black oil [foreign material]. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found a leak due to a cut in the rubber covering, and black debris was observed on the probe groove. Upon further evaluation of the device, service found the rubber adhesive was cracked. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it is likely that the foreign material came from outside the device, however, the foreign material could not be identified. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.